Manufacturer narrative:
Block h6: imdrf device code a24 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: the sensor wire was returned for analysis. The visual and microscopic analysis was performed, and it was observed that the sleeve was fully detached from the wire and the polytetrafluoroethylene (ptfe) peeled in some sections of the guidewire. The detached sleeve was not returned. With all the available information, boston scientific concludes that the reported event of ptfe peeled was confirmed. Based on the analysis of returned device, it is possible to conclude that operational factors such as some manipulation during the preparation of the device could have caused the sleeve detached from the wire and the ptfe peeled. Based on the information available and investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, the coating of the guidewire was peeling off. The procedure was completed with another of the same device without patient complications. Analysis of the returned guidewire identified the sleeve was fully detached from the guidewire.